Event description:
It was reported that ¿three burs broke successively during endoscopic sinus surgery (ess). A tapered diamond bur broke immediately at the beginning of the endoscopic sinus surgery. The two more burs broke successively, totaling three burs altogether. The operator did not press the product too hard and used it as expected. One of the burs broke off inside and it was stopped rotating¿to deal with the situation, another device was used instead to continue the surgery, and the surgery completed without delay, with no adverse effect to the patient. All of the broken burs were retrieved, and no debris was left in the patient's body.¿ it was later clarified that the break happened at the spiral wrap, and confirmed that there was no medical intervention needed.

Manufacturer narrative:
This device is used for therapeutic purposes. Products: bur 1883672hs 3pk hi speed diamond 70deg, lot # h8457402; manufacture date 10-16-2012; 510k: exempt bur 1883672hs 3pk hi speed diamond 70deg, lot # h8609543; manufacture date 01-18-2013; 510k: exempt. (B)(4). The product analysis found that the condition of all devices showed customer use as there was presence of contaminants on the bur head for all samples. From visual evaluation, the spiral wrap was found hyperextended or broken in all samples. The spiral wrap hyperextension, unraveling, or breaking is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to hyperextension or breakage of the spiral wrap assembly. The bur heads were found to have considerable amount of bio-residue but did not appear to have been damaged in any manner.